Manufacturer narrative:
(B)(4).the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link luer activated device separated from a baxter extension set during infusion. The reporter stated this occurred ¿while the patient was walking on the treadmill.¿ there was no patient injury or medical intervention associated with this event. No additional information is available.